Manufacturer narrative:
Intellijoint surgical received a report indicating that the pelvic screw skived off the illiac crest during installation and resulted in a bowel puncture. Additional information obtained from the complainant indicated that the surgeon used their own surgical technique for installation of the pelvic screw instead of the technique in the user manual. Information related to the device (lot number/serial number) were not available and the device could be returned for evaluation. A review of historical complaints for the product revealed no similar complaints. The reported event is a known risk that was previously identified through the risk management process. Existing risk control measures are implemented and effective; no new risks were identified. The product labeling was reviewed and was deemed appropriate. There is no evidence to suggest that the intellijoint navigation system malfunctioned or failed to perform as intended. No additional investigation or specific actions are required at this time. If additional information is received then the complaint will be reopened.

Event description:
User reported an incident where during pin installation, one of the pelvic pins skived off the iliac crest. A CT scan was ordered post-op which showed a bowel puncture. The patient underwent emergency surgery to repair.